Manufacturer narrative:
Correction to h6 component codes, type of investigation, investigation findings and investigation conclusions. No product was returned to edwards lifesciences for engineering evaluation. However, a device history record (DHR) review was done. Based on this review, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection. No imagery was provided for review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The risk of valve degeneration has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on valve stenosis. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the IFU and/or device training materials. The benefits of the system outweigh the risks associated with valve degeneration. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Upon reviewing the medical records by the clinician, it was noted that the valve failed due to degeneration. Based on the echo report tte at approximately 6 years, 3 months post-implantation, the lv ef 60-65%, a bioprosthetic aortic valve is present with mild to moderate valvular regurgitation and severe stenosis and av peak/mean gradient of 116/75mmhg.

Manufacturer narrative:
Correction to b5, b7 and h6 based on additional information received. The investigation is ongoing.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 6 years, 3 months post-implant of a 26 mm sapien xt valve in the aortic position via a transfemoral approach, the valve failed due to stenosis. The exact cause of the stenosis is could not confirm; however, the mechanisms described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to a field clinical specialist, approximately 6 years, 3 months post-implant of a 26 mm sapien xt valve in the aortic position via a transfemoral approach, the valve failed due to stenosis. A 23 mm sapien 3 ultra was successfully implanted valve in valve (viv).